Event description:
The physician was using a hawkone directional atherectomy system to treat a lesion in the distal superficial femoral artery. The lesion was described as moderately calcified, moderate tortuosity with 40% stenosis. The vessel was pre-dilated. The device was being used with 7f sheath and a spider guidewire. The device was being used in accordance with the IFU. During the procedure, plaque protruded through tip of nosecone. The device was removed and the procedure was completed with a dcb. No patient complications

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.